Manufacturer narrative:
Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the reported complaint of the air flow accuracy being out of tolerance was not duplicated. No fault was found on the returned air flow sensor.

Event description:
The customer reported the safety valve test failed during sst. The customer reported there was no patient involvement.